Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample was initially tested at the customer site on an e602 analyzer. The sample was sent to another laboratory for testing on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested on a second e602 analyzer, a cobas e 411 immunoassay analyzer (e411), and a cobas 8000 e 801 module (e801). It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e602 analyzer used for investigation was serial number (B)(4). Tsh reagent lot number 260471, with an expiration date of 31-mar-2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Tsh reagent lot number 260471, with an expiration date of 31-mar-2018 was used on this analyzer. The e801 analyzer used for investigation was serial number (B)(4). Tsh reagent lot number 226387, with an expiration date of 30-jun-2018 was used on this analyzer. Calibrations and controls measured for the investigation measurements were ok. A specific root cause could not be determined based on the provided information as there was no more sample volume available for further investigation. A general reagent issue can most likely be excluded. For the mathematical differences in tsh values between roche and siemens platforms, it has to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used.